Manufacturer narrative:
Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that in a cervical spine case, the surgeon alleged an inaccuracy when going to use an instrument. The reference frame attached seemed to track intermittently during this. They disconnected the frame and aborted navigation after that to finish the case. They were using non-medtronic spheres made by "izi" brand. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated. The behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.